Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unidentified alarm occurred and insulin delivery was suspended. Customer's blood glucose (bg) was in the 400 mg/dl range with a trace of ketones. Customer went to the emergency room (ER). Intravenous fluids (type was not reported) and an insulin injection were administered to address bg. After a unspecified amount of time, customer left the ER feeling better with a bg of 115 mg/dl. As tandem technical support was not contacted at the time of the reported issue and the customer had since lost the pump, a system check could not be performed to determine a possible cause of the event.